Manufacturer narrative:
No service was requested. The ventilator was investigated and repaired by a third party service provider. No ventilator logs or further information regarding parts replacement was provided. The reported event with this specific technical alarm indicates that the safety valve was detected as open without the fulfillment of the conditions for opening the valve. Due to lack of information and ventilator logs, the root cause of the generated alarm has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. (B)(4).